Event description:
A patient reported experiencing inaccurate high results with a surestep original meter. The patient's blood glucose results were 96 mg/dl (meter), 58 mg/dl (lab). Tests were done 10 minutes apart with a difference of 38 mg/dl. Patient did not experience any adverse events. No further information has been reported.